Manufacturer narrative:
Patient weight is unavailable from the site. No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 29631, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a soft neuro tissue ablation procedure. It was reported that the bolt for the therapy system had moved after placement. It was reported that after drilling was completed for the automated trajectory guidance unit, the unit was removed for bolt insertion for the thermal therapy system. The alignment rod was removed, with noted resistance, and the bolt for the thermal therapy system was found to be out of alignment. The surgeon subsequently re-inserted the alignment rod and adjusted the bolt by twisting the unit. The bolt was moved about 2-3 millimeters off of the trajectory when the alignment rod was removed again. The facility then attempted to re-drill with the automated trajectory guidance unit and a separate bolt was used. No guide tubes were noted to be available for the guidance unit to accommodate the new handle. The new bolt did not move once the alignment rod was removed and the facility continued with the ablation on target. There was no reported impact on patient outcome. It was reported that protocol in the instructions for use (IFU) were not adhered to, resulting in the drilling issues and bolt placement for the thermal therapy system procedure.

Event description:
Additional information was received indicating the procedure was delayed less than one hour due to the reported issue.

Manufacturer narrative:
Additional information: see b5. Patient ID and weight updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the thermal therapy system functioned as designed. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.